Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Probe has damaged probe strain relief and is showing wires.

Event description:
Probe has damaged probe strain relief and is showing wires.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe has damaged probe strain relief and is showing wires was confirmed. The probe¿s cable sleeve is pulling away from the strain relief. The probe¿s cable sleeve is pulling away from the strain relief due to an adhesive failure.